Event description:
I had mentor saline-filler mammary breast implants put in. Within the next 2 yrs, I developed a constant rash on my upper stomach. I also developed very cold fingers. These two symptoms never completely went away, even now 21 yrs later, I suffer with them. I had a biopsy of the rash done in the 2001 timeframe, it was graves. In 2004, the cold fingers was diagnosed as raynaud's through a blood test. Both are autoimmune conditions caused by these breast implants. I had the implants taken out in (B)(6) of 2012, but did not have the capsules removed. I am continuing to suffer with the same connective tissue autoimmune diseases, they have progressively gotten worse with more severe symptoms. I will need to have another surgery to remove the skin capsules. FDA safety report ID# (B)(4).